Manufacturer narrative:
This report was originally filed on a "voluntary form" via the FDA web. No product was rec'd. The complaint was rec'd on 04/05/2004. Upon going to remove two alpha cath infusion catheters, one catheter was easily removed and one had given some resistance and upon further pulling, had broken off inside a pt. The office manager said that the pt required a second procedure to remove the broken piece and that the pt was fine and that the catheter has been completely removed. Based on communication with the sales representative, dr " was not sure if it got hung up on the drain, or caught on the implant, but one came out clean and the other didn't" there ise is no correction action at ths time.

Event description:
Upon removal of two advanced infusion catheters used for delivering local anesthetic after a breast augmentation, one of the catheters broke off, leaving about 2 inches in the breast. At a later time, the catheter piece was removed from the pt.